Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their teladoc blood pressure monitor is showing higher readings when compared to their doctor's manual device. The doctors device is providing a reading 20-30 points higher than their teladoc device. The patient stated that the reading were performed simultaneous with one cuff on one arm and one cuff on the other arm. The patient didn't mention if treatment was provided as part of the inaccurate reading from the teladoc device.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported that when they compared simultaneous readings from their teladoc device to their doctor's manual device the doctors device read 20-30 points higher than their teladoc device.